Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that during "intervention" the spring around the metal guide was "ripped." There were no reported patient complications. Additional information received on 02/04/2009, stated the event involved an obese woman with a radial artery insertion site. Upon removal of the spring wire guide, the outer coil began to unravel. As a result, the catheter and the needle were withdrawn simultaneously. Another catheter was used without event. The patient is okay.